Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the customer experienced hyperglycemia with a recorded blood glucose value of 33 mmol/l. The customer also stated that they were admitted to the hospital for dka. The patient was ready for discharge at the time of the call. Troubleshooting was not performed, and the customer will continue to use the device. A replacement process was initiated and the product will be returned for analysis.

Manufacturer narrative:
The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. He pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a missing segments/partial display. No blank display noted. Unable to verify failed battery alert/battery failed alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to missing segments/partial display. Unable to download history files and traces using thus due to missing segments/partial display. Unable to upload pump to carelink due to missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked lcd glass. Corrosion was also found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. A missing segments/partial display was confirmed due to a cracked lcd glass. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued upload pump to carelink, download history files and traces using thus. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/20/2018 to 06/28/2022. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date 09-jul-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 09-jul-2022 in the formatted history file.  Please see below for pump errors/alarms noted 1 week prior to the event date 22-oct-2020 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 10/21/2020 16:49:00.000 replace battery alert was recorded and found in the formatted history file on: 10/22/2020 02:20:00.000 10/22/2020 02:30:00.000 replace battery now alarm was recorded and found in the formatted history file on: 10/22/2020 02:51:00.000 10/22/2020 03:01:00.000 power loss alarm was recorded and found in the formatted history file on: 10/22/2020 08:16:13.000 no power error 25 and failed battery alert/battery failed alarm recorded 1 week prior to the event date 22-oct-2020 in the formatted history file.  Earliest power data available per the power management tool/detail trace file is on 19-jun-2022 at 1:05:00 am. There was no power data available for the event date of 22-oct-2020. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Auto suspend alarm was recorded and found in the formatted history file on: 10/16/2020 09:18:00.000 10/17/2020 07:08:00.000, 10/17/2020 07:18:00.000 10/19/2020 07:57:00.000 10/20/2020 09:34:00.000 10/21/2020 05:09:00.000, 10/21/2020 05:19:00.000 auto suspend alarm was expected if no keys pressed in the time duration set for auto suspend settings. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Battery cap cracked/damaged was not confirmed. A cracked retainer was confirmed. Cosmetic damage was confirmed at the pump case. Unable to verify customer alleged for high bgs and dka. Blank display was not confirmed. However, unable to verify failed battery alert/battery failed alarm, perform the required the testing, download history files/traces using thus and upload pump to carelink due to missing segments/partial display. Failed battery alert/battery failed alarm was unknown. A missing segments/partial display was confirmed due to a cracked lcd glass. During visual inspection, corrosion was also found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. However, a test pcba 1 was used, continued upload pump to carelink, download history files/traces using thus and no missing segments/partial display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b2, b5, d10, g2 (consumer), h6 under health effect - clinical code: 1905, 2364, health effect - impact code: 4614, 4607 and medical device problem code: 1183, 2986 with this report.

Event description:
The customer's glucose value at the tome of incident was over 33 mmol/l. It was reported that emergency medical services was dispatched. It was also reported that pump had a crack, fell into water and stopped working. It was unknown if the customer was using the pump within 48 hours of the reported event. No further patient complications were reported. The pump was returned for the analysis.